Event description:
Olympus (omsc) was informed via service request that the customer high-definition camera head¿s ¿image does not appear¿. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus for repair/evaluation. The customer¿s reported issue of the images are not displayed could not be confirmed/duplicated. The inspection noted appearance defects to the video connector. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to h1 on the initial medwatch. This issue is a malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. However, it¿s possible the cause is related to dust, water scale, or dirt that adhered to a scope or the contact parts of the processor. It is also possible that the phenomenon occurred due to corrosion on the contact. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s reported phenomenon was found before procedure, inspection before use. It was confirmed no harm to the patient.